Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. The keypad is unresponsive. The insulin pump was exposed to moisture due to humidity outside. Blood glucose reading was 85 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.